Manufacturer narrative:
Based on the information available, possible suspected rood causes(s): use of damaged or bend driver; graft/screw/tunnel not appropriately sized; insertion over bent guidewire.

Event description:
The customer reported that following a biosteon screw breaking during insertion, as second biosteon screw broke in succession in the same surgery. There was no impact on the patient, no medical intervention required, no adverse consequences, no surgical delay, and the procedure was completed successfully.